Manufacturer narrative:
Continuation of medical devices: product ID 3889, product type lead.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient had felt stimulation when leaving the office on (B)(6) at about 10:30 am, but when they got home at about 3:00 pm they had lost the stimulation sensation. The patient was advised that they could increase stimulation until it was felt and the patient was at 1.3 at the time of the call. The patient was concerned that the leads/wires may have become dislodged due to the loss of stimulation. A follow-up call with the patient determined that at 2.0 they were feeling stimulation in the lower back and the patient felt that something was wrong. The patient planned to contact their healthcare provider (hcp). Patient status is unknown at the time of this report. There were no further complication reported or anticipated.